Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and turned blank, dark. Customer¿s blood glucose was 113mg/dl. Customer performed troubleshoot but insulin pump alarmed unexpected restart. Insulin pump will be returned for analysis.